Event description:
A surgeon reports that a pt developed endophthalmitis one week post cataract surgery. The surgeon reports that staphylococcus epidermidis was identified from culture. The lens was explanted on 1999. The pt experienced complications including retinal detachment, choroidal detachment and bullous retianl detachment. He was hospitalized twice during the time period between march 10, 1999 and may 31, 1999.